Manufacturer narrative:
The investigation for the reported controller error (yellow alarm) has been completed. The reported day of event was 2021-04-15, but the actual day of event represented in logs was 2021-04-13, and console logs from that day are consistent with complaint and show an alarm (purge pressure sensor defective) immediately after console boot-up. The logs also showed that the purge pressure sensor issue occurred for the first time at the end of prior case on (B)(6) 2020, when purge pressure disk was being removed. During testing of the console in engineering, the issue was reproduced and purge diagnostics showed sensor defect 2, despite purge pressure disk not being inserted. Visual inspection of the purge assembly revealed misaligned ribbon cable between pressure transducer and the pud pca. After realigning the cable, the issue was not resolved, so the transducer assembly was temporarily replaced with a known-good one, and then the issue was resolved. The cause of the controller alarm on boot-up was a defective purge pressure transducer assembly (pressure sensor board). The reason for purge sensor board defect was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm which occurred upon boot up and did not resolve after multiple reboots. There was no reported patient involvement.